Event description:
It was reported that patient was revised on a right hip due to dislocation. Rejuvenate neck, stem, mdm liner and mdm cup were removed and replaced.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an unknown mdm shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient was revised on a right hip due to dislocation. Rejuvenate neck, stem, mdm liner and mdm cup were removed and replaced.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mdm cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.